Manufacturer narrative:
Date received by manufacturer: 07jun2019. Date of report: 02oct2019. The field service engineer replaced the power management (pm) board and user interface (ui) assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported the ventilator v60 screen remains black and burnt odor. There was no patient involvement.